Manufacturer narrative:
Conclusion: it was reported that the catheter tip (nose cone) dislodged the valve during removal. The evolutr IFU instructs the user ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. In this case, it was reported that it was difficult to center the nose cone and it was not coaxial with the valve. The cause of the difficulty in centering the nose cone could not be determined based on the limited information available. Guidewire selection and manipulation, patient anatomy, and user experience and technique are all factors that may have impacted this event. This event does not indicate device failure or malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be file. (B)(4)

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodge and was snared into the ascending aorta. A second valve was implanted without issue. No adverse patient effects were reported.